Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A radiograph was provided and was not submitted for further assessment as image is noted to be post-op, also unclear if index or revision due to no date, which would not enhance the investigation of recurrent dislocation allegation a definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 01.06010.002, lot# 3085313 avenir muller stem 2 standard. Cat# 802202802, lot# 66475872 femoral head 12/14 taper 28 mm diameter +0 mm neck length. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 month later due to dislocation. Attempts have been made and no further information has been provided.